Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. As a result, the cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis (pd), a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during use. The home patient (hp) was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The hp had not disconnected prior to the alarm. The bags were properly connected and there were not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The baxter technical service representative (tsr) had the hp close all clamps. The hp cycled the power off and on to clear the se 2240 followed by a se 2367 (fail safe shut down) ending therapy. The tsr had the hp disconnect using aseptic technique and remove the cassette. The hp was to notify their pd nurse of missed therapy. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.